Manufacturer narrative:
We checked the returned unit and confirmed that the angle wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the remote control buttons perforated, the insertion flexible tube (ift) buckled, the remote control buttons leak, the operation channel cut, the light guide cable bump, and the angulation-right angulation zero degrees; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the angle stuck. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.